Manufacturer narrative:
. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when a 980 ventilator was turned on to be setup, it went inoperative. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se found a breath delivery background message, showing extended self testing (est) required. The se ran and passed est. The se performed calibrations and extended self-testing on the device and all tests passed.